Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). When the wds was advanced into the was, air was introduced into the was sheath. This occurred three times and the air was successfully aspirated from the was. No patient complications were reported.